Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed on the 3rd clip delivery system (cds50511u134) because the inner component of the actuator knob came out during deployment of the clip, which has the potential to require intervention to deploy the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system was advanced to the mitral valve leaflets. Leaflet insertion was confirmed, however, the anterior leaflet came out of the clip. The clip was unlocked and the cds with the clip were removed without issue. A second cds (lot number unk) was then advanced and the clip was deployed without issue. The mr was reduced to 2. A third cds (50511u134) was advanced and the clip was deployed. The mr was reduced to trace. The actuator knob was rotated counterclockwise 8 times; however, the silver cylinder came out of the cds handle by approximately 3 inches. The clip was deployed successfully and the procedure was complete with the two clips implanted and the mr reduced to trace. During the procedure, it was noted that 2 of the 3 cds used were difficult to insert into the guide. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI) number: (B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. A review of the lot history record identified no manufacturing anomalies issued to the reported lot that would have contributed to this event. The returned clip delivery system (cds) was inserted into the hemostasis valve of the proxy steerable guiding catheter (sgc), and with the marker bands aligned, the cds was not able to be inserted into the sgc. The cds was turned slightly and was able to be inserted without issue. The cds was then removed from the sgc and examined under microscopy; no issues were identified. Potential causes for difficulty inserting the clip and clip component detachment (cylinder retracted further than expected) were considered, including manufacturing and user technique/procedural conditions. Difficult cds insertion can be a result of manufacturing anomalies, such as misaligned sleeve keys or misaligned alignment markers on the sleeve shaft. Clip component detachment can be a result of manufacturing anomalies, such as a loose fit between the crimping cam assembly and the arm positioner. There is no indication that the manufacture of the device contributed to the reported issue. Factors related to user technique which can influence difficulty inserting the clip include, but are not limited to, alignment of the alignment markers during insertion or viewing angle during insertion. In this case, it is not possible to determine whether user technique influenced the difficulty to insert the cds. Factors related to user technique which can influence clip component detachment include, but are not limited to, retraction of the actuator knob during deployment. In this case, it is likely that while deploying the clip, the physician had retracted the actuator knob farther than needed, causing the crimping cam assembly to retract beyond the proximal edge of the arm positioner. While the crimping cam assembly came out of the arm positioner, the assembly was able to be re-advanced into the device without issue, which indicates that there is no separation of the crimping cam assembly or of the actuator assembly. All available information was investigated and a cause for the difficulty inserting the cds could not be determined. In this case, it is possible that while inserting the cds into the sgc, the blue alignment markers were marginally offset resulting in the difficulty; once the cds was rotated approximately a quarter of a turn and attempted to be reinserted, no issues were observed. Additionally, information reviewed identified that the cds component detachment (crimping cam assembly retracted further than needed) was likely a result of user technique while deploying the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.